Event description:
The customer reported that the system displayed no fluoroscopic video image on either monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened the video connector on the interconnect cable. The system was tested and found to be working as intended and put back in service.